Event description:
It was reported by distributor that rn stated that 2 pts received sunburns from 2 freestanding spot phototherapy lights. Rn stated that nurses had placed the lights at the recommended distance, but they did not measure the irradiance level. Additional info re: injury status, injury treatment, recommened distance light used and biomed evaluation was requested several times from end user by distributor. End user has failed to respond to questions by distributor.